Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient programmer device. It was reported that the reason for the call was the patient's equipment was freezing and the patient was getting locked out several times they were not receiving their boluses. The caller mentioned the patient has been lucky to get a bolus 3 times out of the 6 they're allowed in one day over the past couple of weeks. Caller stated instead of seeing the 'bolus started' screen when requesting some boluses, caller stated the screen will sit at 0% for 5 minutes and will freeze and not progress, so the patient isn't getting those boluses. It was reported that the patient was 'already getting sick' from not receiving the boluses. Agent assisted the patient in connecting to the pump and was able to connect well. When agent had caller navigate to menu, caller stated they accidentally pressed 'resync' instead of 'about' so they quickly pressed 'cancel.' Caller stated they immediately received a message on the handset saying system error code 0x6e119d05. Agent had caller tap 'restart' and the code cleared and caller/patient were able to successfully connect to the implant again. Caller mentioned a lag at 91% both times connecting to the pump. Caller stated today, patient received a bolus successfully at 8am, but was not able to get a bolus at 12pm when they tried and saw a lockout at 4:12. Agent inquired event date and caller stated 'it's been going on since his last appt - his last refill - which was like 2 months ago." The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient representative (rep). It was reported that the "ptm not responding" message appeared while they were connecting to the patient's pump. The patient rep stated that the screen would get stuck at 91% and the "ptm not responding" message would appear. An agent reviewed data and assisted the caller deleting the data. After that, they were able to connect to the pump without lag.